Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a rebel bms balloon catheter. The shafts, tip, markerbands, and balloon were microscopically and visually examined. There was blood in the guidewire lumen and the balloon was tightly folded with the stent attached between the markerbands. The stent was found damaged 4mm from proximal markerband and the tip was damaged. During analysis, the shaft was kinked by investigator.

Event description:
It was reported that the device was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 24 x 4.50 rebel was unable to pass through the lesion. The device was removed. There were no patient complications. However, device analysis revealed stent damage.